Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3874 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "nurse pulled pre loaded stylet back to trim midline. She then inserted it back into the midline and then pulled it slightly back and felt resistance. She pulled it out further and the stylet had frayed." No other information was provided.